Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pump was infusing, there was a leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection showed that the silicone segment was completely separated/torn away from the upper fitment with jagged appearances noted on each corner of the silicone segment. Examination under magnification showed no crush mark to the upper blue fitment. Functional testing was deemed unnecessary due to the separation. Fluid was observed to be leaking from the set. The cause of the leak was a separation in the silicone segment. The cause of the separation is unknown.